Event description:
Caller alleged, discrepant results compared with the lab. Results as follows: date: 2008; inratio: 3.4; coaguchek: 7.5. Inratio: 3.4; coaguchek 8.0 (lab).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: in 2008; inratio: 3.4; coaguchek: 7.5; mean: 5.45; confidence limits: cannot be determined. Inratio: 3.4; coaguchek: 8.0 (lab); mean: 5.7; confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. Per text" she was in ER with abdominal pain". Per text" patient had anti-phospholipid antibody syndrome (apla) and lupus". Per package insert, patients with apla are not good candidate for home meter testing of inr. Patient's condition may cause the discrepant results. This is adverse event case. Products will be tested when returned.